Event description:
Oxygen concentrator, bipap and oxygen cylinders in home. Pt was smoking in bed and fire resulted. Pt was transported to the hospital and expired. Cylinders were in another room and off. Oxygen concentrator was "bled" into bipap for use at night. Pt had been previously taught oxygen safety and safe use by this oxygen supplier. No noted device error or malfunction- oxygen concentrator remains operable.